Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 25.5cm was returned for analysis. External insulation abrasion was noted at 23.6-24.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 13.4-14.2cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded and a filar melted at this location.

Event description:
It was reported that high, out of range hv lead impedance has been observed over the past year. The patient had a history of varied success with dfts and the high impedance measurements occurred with pocket manipulation. An insulation anomaly was suspected. Lead was capped and replaced with no adverse consequences to the patient.